Event description:
The customer alleged a ventilator went into standby mode by itself during clinical use on a patient. The customer reported the issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The reported issue could not be duplicated. The reported issue could not be confirmed as a device malfunction. The rse advised the customer that it is impossible for the ventilator to go into standby mode unless someone placed it in that mode. The customer confirmed the reported issue of ventilator going into standby mode on its own was caused by a person other than the user putting the ventilator into standby mode. The person that had placed the unit into standby mode did not tell the respiratory therapist the unit was being worked on and this created the confusion that a malfunction had occurred. As a result, a call to philips was made by the customer, the ventilator was tested, and they were unable to reproduce the reported issue. No problems were found. Following the call and testing the device was returned to service. Based on the information provided and service performed, the customer¿s alleged malfunction could not be confirmed. The root cause of the issue was caused by miscommunication between staff at the medical facility. An individual had placed the ventilator into standby mode and had not communicated that to the main operator of the machine. This led the customer to suspect there was a malfunction of the ventilator going into standby mode on its own.